Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique, described as the patient made mistake. On (B)(6) 2011, the patient experienced peritonitis, not requiring hospitalization. On (B)(6) 2011, the patient began remedial treatment with continued ip injections of vancomycin and fortum. The root cause of the peritonitis was break in aseptic technique, described as the patient made a mistake. At the time of this report, the peritonitis was resolving. Outcome for a break in aseptic technique was not reported. Dianeal remained ongoing. The nurse believed the peritonitis was not related to dianeal pd2 ultrabag therapy; however did not provide an assessment of causality for the event of the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error-poor aseptic technique.